Event description:
A malfunction alarm was reported while the pump was in use, identified as alarm 20. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the issue persisted. Consequently, technical support decided to replace the pump. Customer contacted the healthcare provider to obtain alternate insulin therapy.